Event description:
During initial count it was found there were only 9 raytecs in the supply pack. Nurse and surgical tech verified multiple times. Raytecs were removed from sterile field. New supplies were obtained. Supervisor notified. Pack: basic set up pack, catalog: sba12lpmfm, lot: 514366, exp date: 02/01/28.